Event description:
It was reported that the patient had increased pain. The physician suspected that the rotors were corroded. A rotor study was done prior to replacement; the results were not reported. The catheter drained well at the pump replacement surgery. The patient recovered without sequela. The pump was delivering dilaudid, sufentanil, and bupivacaine.

Manufacturer narrative:
Corrected information: the pump was the device that was analyzed.

Manufacturer narrative:
Additional information: analysis revealed ¿no anomaly found.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.